Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as scabbing, red and raised bumps and irritated. Reaction was located under the sensor patch. Patient went to the school nurse to have the reaction treated and the nurse cleaned the site. Once the patient was home, the patient's mother applied over-the-counter hydrocortisone cream to the affected area. Patient's mother also reported the use of skin tac and tegaderm as skin barriers, skin tac wipes and non-prescribed numbing cream. No additional event or patient information was reported.